Manufacturer narrative:
Two lot numbers were reported : 2700rs (manuf date 09/2010, expir date 09/2015) and 0071rs (manuf date 01/2011, expir date 01/2016). Based on the lot numbers provided, a review of the batch records was performed, and no issues of this nature were reported. No samples were provided. Without a sample we cannot confirm the complaint and can not identify a root cause. The double coated tape used in this drape has pressure sensitive adhesive. There have not been any changes to this component that would account for this situation. In addition, the supplier process monitoring was reviewed and no issues/trends were found; the process looks consistent and stable. The complaint will be discussed with the adhesive supplier. Trending for this code was done, and no issues of this nature have been reported. We will continue to monitor for complaints of this nature.

Event description:
There were six patients that had skin irritation from the adhesive. The patients received local benadryl and hydrocortisone cream. As of (B)(6) 2011, the customer reported that the patients still had residual skin marks, but were better.